Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during an open total gastrectomy procedure, at the third shot of the device, with the recharge the doctor fires completely and is left with the trigger in hand. The device is reviewed and effectively the trigger was broke. The closed device was removed, along with the surgical specimen because it was not possible to open it. The device cut and stapled with more bleeding than usual, it was controlled with ligatures and no other complications during surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55z1u: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.